Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicates that the patient underwent an open incisional hernia repair with the reported device under general anesthesia. Complications reported post-operatively include: postoperative hematoma with anemia, some drainage of sersanguineous fluid from several aspects of the wound, discontinued oral iron, expected to resolve spontaneously ((B)(6) 2015); aspiration and culture of the hematoma revealed evidence of diphtheroids and some continued drainage from the superior part of the wound, treated with doxycycline ((B)(6) 2015); patient continued to have intermittent drainage, infection from the hernia repair, prescribed doxycycline capsule hydrate 100mg, start enoxaparin sodium solution 150 mg/ml, recommended wound exploration and vacuum assisted closure (vac) placement ((B)(6) 2015). On (B)(6) 2015, the patient underwent a debridement of the abdominal wound with cautery to the fascia and excision of 7x8x2 cm of infected necrotic tissue. Wound vac placement under general anesthesia for abdominal wound infection. It was found during the procedure, that the upper midline wound was open. There was a cavity at the fascial level. The skin and subcutaneous tissue was excised down to the cavity. A 7x8x2 cm defect was created. Cautery was used to excise it. Several exposed stitches were removed and the wound vac was then placed. Following this surgery, the following complications were encountered: constipation, possible infected mesh and non-healing surgical wound, minimal granulation tissue, scattered slough, tract identified at the 1:00 position that extended 6cm to the mesh; surgical debridement was performed; continued vac therapy; possible wound care with a collagen product in addition to vac therapy ((B)(6) 2015); wound culture showed anaerobic bacteria, wound vac removed, granulation tissue around much of the margin, prescribed flagyl, continued doxycycline and metronidazole. Add endoform cellular matrix collagen to the wound bed under the negative pressure wound therapy foam ((B)(6) 2015); cellulitis and abscess of trunk - the base of the wound shows some scattered granulation tissue and fibrinous slough and what appears to be superficial fascia present. Mesh was not evident. He has 2 separate tunnels were measured and documented - scheduled for a wbc indium scan, stop the doxycycline and start him on augmentin 875-125 mg ((B)(6) 2015); using endoform collagen as the primary dressing plus a negative pressure room therapy system to accelerate wound healing as adjuvant therapy -wound showing granulation tissue over approximately 50% of the bed. Approximately 25% slough. There is considerable amount of fibrous tissue present. The tablet at 2:00 now measures 3.5 cm in depth. Surgical debridement performed - continue with augmentin (08/03/2015); wbc indium scan showed a collection in the soft tissue mid abdomen - prior CT scan revealed a collection of fluid in deep soft tissue of mid-abdomen. Wound vac removed. Healing wound with decrease in size and depth. Treat with IV daptomycin and ertapenem for 2-3 weeks and re-evaluate with repeat us/CT and wbc to see if there is improvement in size of the fluid collection ((B)(6) 2015); on (B)(6) 2015: wound base shows scattered granulation tissue. Mesh not exposed. Slowly healing abdominal surgical wound with underlying presumptive mesh infection. Cellulitis and abscess of trunk - continue on daptomycin and ertapenem - would like to continue with endoform collagen as the primary dressing. On (B)(6) 2015: cellulitis and abscess of trunk - continue with the intravenous antibiotic therapy for a total of 4 weeks. On (B)(6) 2015: cellulitis and abscess of trunk - mid abdominal wound with granulation tissue proximally 50%, still has a time at 2:00 of 2.6 cm in depth. On (B)(6) 2015: ultrasound suggested possible improvement in the size per square centimeter but not the volume. Partially granulating abdominal surgical wound - has 2 tonsils and each of these measures less than depth than before -will reapply in the endoform collagen dressing and a wound vac - prescribed augmentin 875-125 mg and will try clotrimazole (mycelex) 10 mg. On (B)(6) 2015: colorectal cancer with suspected retroperitoneal metastasis - continuing antibiotic therapy and management per wound care. On (B)(6) 2015: abdominal wall abscess - presumptive mesh infection - continue with daptomycin and ertapenem for a total of 4-6 weeks. On (B)(6) 2015: abdominal wall abscess - surgical wound is showing healing. It has decreased in square centimeters. Granulation tissue present. Ultrasound performed (B)(6) 2015 with some improvement in size of abscess (8x2.5x8.5cm compared with prior 8.5x3.4x9cm). Continued improvement of wound over time - continues on ertapenem and daptomycin. Prescribed augmentin 875-125 mg. On (B)(6) 2015: incisional hernia - start enoxaparin solution. Surgical wound is not healed but shows constant improvement with granulation tissue and no purulent exudate the size is slightly improved - plan to take him to surgery for explantation of mesh and closure. Scheduled percutaneous aspiration. On (B)(6) 2015: cellulitis and abscess of trunk - aspiration of the abdominal wall abscess culture revealed heavy growth of propionibacterium species -we have been using plasma collagen product with success. However the patient is to have exploratory lap on (B)(6) to remove his infected mesh in to drain his abdominal wall abscess. On (B)(6) 2015: underwent exploratory laparotomy, explantation of mesh under general anesthesia for infected incisional hernia mesh. On (B)(6) 2015: minimal pain and had an extra wound vac in the office today - continue him on intravenous antibiotics, switched him from ertapenem to ceftriaxone, recommended to the patient that we use a wound vac set at minus and 25 mmhg negative pressure. On (B)(6) 2015: abdominal wall abscess - he also has follow-up CT scan scheduled by dr. (B)(6) regarding his moderately differentiated colonic adenocarcinoma t3 nib, 2 lymph nodes positive, 5cm tumor. Discussed skin grafting. On (B)(6) 2015: constipation and nocturia - CT scan of abdomen and pelvis showed micronodule in the right posterior costophrenic angle and several small subcutaneous nodule-like densities anteriorly in the pelvis. Continue conservative treatment and with the wound vac. On (B)(6) 2015: colorectal cancer with suspected retroperitoneal metastasis and subcutaneous nodules are probably injection sites but require further follow-up - continuing wound vac and management per wound care. On (B)(6) 2015: abdominal wall abscess - augmentin 875 mg. On (B)(6) 2015: constipation, nocturia and bruising secondary to warfarin. He has a positive response to npwt and IV antibiotics. Wound has decreased in size and has a base of pink firm granulation tissue. There are some areas of slough and rolled epithelium which were debrided. The periwound skin has some irritation/blisters under the drape. Epifix #1 was placed after surgical debridement - will plan for skin grafting surgery on (B)(6) 2015. On (B)(6) 2015: underwent preparation of wound bed for skin grafting 6 x 3 cm, split thickness skin graft 6 x 3 cm, application of negative pressure wound therapy 6 x 3 cm under general with laryngeal mask airway for non healing postoperative wound anterior midline abdomen approximately 6 x 3 cm.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the database which is monitored for similar occurrences. (B)(4).

Event description:
According to the reporter, the patient underwent a hernioplasty with the reported device and became infected, resulting in several unspecified complications and damages. The patient had no pre-existing conditions. The patient previously underwent chemotherapy. His cancer is in remission. The patient hasn't smoked in over 25 years and is not a diabetic. The medical records are expected but have not yet been received. According to the information provided, the mesh was explanted on an unknown date.